Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photo displaying only the top web of packaging from a 20ga bd insyte autoguard shielded IV catheter, ref. #381433, lot #0302177. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter separated from the hub. The following information was provided by the initial reporter: material no:381433 batch no: 0302177 it was reported that there was no catheter attached to the pink hub. Verbatim: I received a phone call regarding an incident with product 381433; lot 0302177. Customer stated that a nurse was placing catheter into patient and was unsuccessful. ¿when she pushed button to retract, she noticed that there was no catheter attached to the pink hub.¿ an x-ray was done on the patient to make sure needle was not still inside patient, and no needle was found. Doe: (B)(6) 2021. No change in treatment to patient. No exposure to blood or bodily fluids.

Manufacturer narrative:
The customer's address is (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in catheter separated from the hub. The following information was provided by the initial reporter: material no:381433, batch no: 0302177. It was reported that there was no catheter attached to the pink hub. Verbatim: I received a phone call regarding an incident with product 381433; lot 0302177. Customer stated that a nurse was placing catheter into patient and was unsuccessful. ¿when she pushed button to retract, she noticed that there was no catheter attached to the pink hub.¿ an x-ray was done on the patient to make sure needle was not still inside patient, and no needle was found. Doe: (B)(6) 2021. No change in treatment to patient. No exposure to blood or bodily fluids.